Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate high readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2012, she developed symptoms of ''dizziness, headaches and stomach pains'' and by 10:30pm, reported a blood glucose result of ''240mg/dl'' with the subject meter and a reading of ''170mg/dl'' on another device, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with the insulin pump and at an unspecified date and time, increased her novolog intake by 1unit in response to the reported issue. At an unknown date and time, the patient claimed to have visited her doctor who treated her with oral medication for diabetes (unknown type and dosage) in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that there was no control solution available. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was already symptomatic prior to the start of the alleged issue and the symptoms developed do not meet the criteria for a serious injury. In addition, the treatment received correlated with the lfs meter test results; however, this complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.